Manufacturer narrative:
This reported is being updated to provide investigation findings and additional information provided by the customer. Physical evaluation of the complaint device reveals: olympus confirmed the user's stated problem of the distal end rubber came off. The scope has cracked/torn rubber causing a failed leak test. The bending section has a broken pin. There is poor a poor image due to image breakage. The device history record (DHR) for the complaint device has been reviewed and it is confirmed that the device met all design and quality specification when it was shipped. Conclusion: the definitive cause of the user's experience could not be determined.

Manufacturer narrative:
The device referenced in this report has not yet been evaluated by olympus. The definitive cause of the customer's experience cannot be determined at this time. The investigation is ongoing. This report will be updated upon completion of the investigation or upon receipt of additional relevant information.

Event description:
It is reported while reprocessing a rhino-laryngo fiberscope, the distal end rubber came off. There was not patient contact/impact related to this occurrence.